Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient¿s right atrial lead was found to be dislodged. The lead was implanted on (B)(6) 2018 and was found to be dislodged the next day after a real time electrocardiogram showed the right atrial and right ventricular events occurring at the same time and a chest x ray revealed that the right atrial lead had dropped. The patient did not experience any symptoms. On (B)(6) 2018, the lead was extracted and replaced. Patient was stable before, during and after the procedure.